Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left essure device seemed to be either eroded through the tube up/on the left side the essure device was not visible at all") and genital haemorrhage ("persistent bleeding / abnormal bleeding (general)") in a (B)(6) year-old female patient who had essure (batch no. (B)(4)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida and parity 3 (((B)(6) 1992, (B)(6) 2005 and (B)(6) 2008)). Previously administered products included for birth control: yasmin in 2005. Past adverse reactions to the above products included adverse drug reaction with yasmin. Concurrent conditions included anesthesia, mass, smoker and alcohol use (1-2 times per year). Family history included malignant breast neoplasm. Concomitant products included fish oil from (B)(6) 2015 to (B)(6) 2017, midol [acetylsalicylic acid,caffeine,cinnamedrine] from (B)(6) 2008 to (B)(6) 2017, thomapyrin n (excedrin migraine) from (B)(6) 2011 to (B)(6) 2017 and vitamin-b-komplex standard (vitamin b complex) from (B)(6) 2015 to (B)(6) 2017. On (B)(6) 2008, the patient had essure inserted. In december 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) heavy menses") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) heavy menses"). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), headache ("migraines / headaches") and migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), breast pain ("constant breast area pain (severe)") and abdominal pain ("constant abdominal area pain (severe)"). The patient was treated with surgery (underwent bilateral salpingectomy). Essure was removed on (B)(6) 2017. In 2017, the breast pain and abdominal pain had resolved. At the time of the report, the fallopian tube perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, headache, migraine and weight increased outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered abdominal pain, breast pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She did not have any complications or problems that occurred at the time of her essure placement procedure. Two to 3 coils were noted in the endometrial cavity. She was not advised of any complications from her essure removal procedure. Essure device was placed in both tubal ostia without any difficulty. There was a good amount of bleeding from the tenaculum site. This required 2 figure-of-eight of 0 chronic sutures. Once the bleeding was stopped, the procedure was terminated. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion on an unknown date, height: 5 feet 4- inch; current weight: (B)(6) lbs. Approximate weight at the time of essure placement: (B)(6) lbs on (B)(6) 2009, hysterosalpingogram was done,findings obtained as: fluoroscopy was provided to physician during performance of a hysterosalpingogram for which his staff cannulated the cervix and hand injected contrast. Essure devices are present bilaterally. On (B)(6) 2014, bilateral cc and mlo of breasts was done and impression obtained as the breasts are heterogeneously dense, which may obscure small menses. There is asymmetry within the medial right breast on the cc mammogram 6 cm from the nipple for which further evaluation is recommended. There is no mass, architectural distortion or suspicious calcification within the left breast. The breasts are heterogeneously dense, which may obscure small masses. Both breasts show no discrete mass, suspicious calcification, or focal architectural distortion. No skin thickening is identified of either breast. There is no significant change compared to previous mammograms. No mammographic finding suspicious for malignancy in either breast. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:fallopian tube perforation most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number, indication female sterilization and stop date was added. Essure stop date added. Events were clubbed with previously reported events. Events abnormal bleeding (vaginal, menorrhagia) heavy menses, dysmenorrhea (cramping) , fatigue , migraines / headaches , pain , weight gain, constant breast, pelvic and abdomen area pain (severe)were newly added. Outcome of event breast pain, pelvic pain and abdominal pain was added as recovered/resolved. Event fallopian tube perforation was added from medical record incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left essure device seemed to be either eroded through the tube up/on the left side the essure device was not visible at all") and genital haemorrhage ("persistent bleeding / abnormal bleeding (general)") in a 37-year-old female patient who had essure (batch no. 627313) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida and parity 3 (((B)(6) 1992, (B)(6) 2005 and (B)(6) 2008)). Previously administered products included for birth control: yasmin in 2005. Past adverse reactions to the above products included adverse drug reaction with yasmin. Concurrent conditions included anesthesia, mass, smoker and alcohol use (1-2 times per year). Family history included malignant breast neoplasm. Concomitant products included fish oil from (B)(6) 2015 to (B)(6) 2017, midol [acetylsalicylic acid,caffeine,cinnamedrine] from (B)(6) 2008 to (B)(6) 2017, thomapyrin n (excedrin migraine) from (B)(6) 2011 to (B)(6) 2017 and vitamin-b-komplex standard (vitamin b complex) from (B)(6) 2015 to (B)(6) 2017. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) heavy menses") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) heavy menses"). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), headache ("migraines / headaches") and migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), breast pain ("constant breast area pain (severe)") and abdominal pain ("constant abdominal area pain (severe)"). The patient was treated with surgery (underwent bilateral salpingectomy). Essure was removed on (B)(6) 2017. In 2017, the breast pain and abdominal pain had resolved. At the time of the report, the fallopian tube perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, headache, migraine and weight increased outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered abdominal pain, breast pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She did not have any complications or problems that occurred at the time of her essure placement procedure. Two to 3 coils were noted in the endometrial cavity. She was not advised of any complications from her essure removal procedure. Essure device was placed in both tubal ostia without any difficulty. There was a good amount of bleeding from the tenaculum site. This required 2 figure-of-eight of 0 chronic sutures. Once the bleeding was stopped, the procedure was terminated. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion . On an unknown date, height: 5 feet 4- inch; current weight: 155 lbs. Approximate weight at the time of essure placement: 140 lbs. On on (B)(6) 2009, hysterosalpingogram was done,findings obtained as: fluoroscopy was provided to physician during performance of a hysterosalpingogram for which his staff cannulated the cervix and hand injected contrast. Essure devices are present bilaterally. On (B)(6) 2014, bilateral cc and mlo of breasts was done and impression obtained as the breasts are heterogeneously dense, which may obscure small menses. There is asymmetry within the medial right breast on the cc mammogram 6 cm from the nipple for which further evaluation is recommended. There is no mass, architectural distortion or suspicious calcification within the left breast. The breasts are heterogeneously dense, which may obscure small masses. Both breasts show no discrete mass, suspicious calcification, or focal architectural distortion. No skin thickening is identified of either breast. There is no significant change compared to previous mammograms. No mammographic finding suspicious for malignancy in either breast. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:fallopian tube perforation . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.